Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. The 3.0 x 18 mm xience alpine stent delivery system (sds) was advanced onto the balance middleweight (bmw) universal guide wire; however, resistance was met, and the devices became stuck together. The sds was pulled in an attempt to remove it from the guide wire, but the proximal shaft separated outside the anatomy. The devices were removed and a new xience alpine and unknown guide wire were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to position with a guide wire and the reported difficulty to remove with a guide wire were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.